Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a hand assisted laparoscopic right hemicolectomy the device's port was leaking. Case was continued with the same device. There was no consequence to the pt.